Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet user experienced recurrent malfunction alarms on a recently replaced device, including restart and power-related alerts, which persisted after multiple restarts and a factory reset, and a replacement was initiated. Symptoms included hypoglycemia with a lowest blood glucose of 64 mg/dl and approximately 45 minutes outside target, without ketone testing, medical intervention, or use of backup therapy. Outcomes included temporary interruption of normal device function requiring troubleshooting and device replacement, with the patient continuing to use the device while it dosed insulin. Investigation of this case revealed a persistent power subsystem malfunction associated with v buck over/under voltage, consistent with a pump electronics issue. It was concluded that the cause was a device hardware malfunction of the power regulation circuitry.